Event description:
It was reported during a follow-up check on (B)(6) 2010 that a high threshold was detected in a patient with a history of av nodal ablation ((B)(6) 2009). The follow-up on (B)(6) 2010 was reported the threshold to be good as well, impedance was also reported as 'good'. The high threshold on (B)(6) 2010 appears to be aberrant and a follow-up will be scheduled for one month to ensure that thresholds are stable. The pulse generator remains implanted and in use actively. No patient complaints or complications have been reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.